Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as in (B)(4).

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The patient was suspected to have peritonitis; however, this was not medically confirmed. The patient was not hospitalized for the event and treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.